Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving floxuridine of an unknown concentration at an unknown dose rate via an implantable pump for cancer chemotherapy. It was reported the pump was last filled on 2022-jan-06 with fudr.  The patient had a surgery performed on (B)(6) 2022 and ever since, the pump has not been working.  The reason for call was the healthcare provider needed the code to have the pump permanently shut down today (2022-apr-07) using their clinician programmer tablet.  The code 3533 was provided in order to shut down the pump today.